Event description:
It was reported that during use the foley catheter sterile water could not be drained. Per notification from investigator on 09feb2026, it was reported that difficult to deflate was found during sample evaluation on 23jan2026.

Manufacturer narrative:
The reported event could not reproduced during investigation and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. Risk review, labelling review, and DHR review are not required as event has already being investigated. Corrections made to tab d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water could not be drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.